Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that this report is related to the glass vial of cmw bone cement not breaking cleanly upon opening. The vial has a glass break off cap to access the liquid product. The vial usually breaks cleanly across, but this time when it broke, multiple small fragments of glass broke as well. All pieces were recovered. The patient was not adversely affected in any way. No surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> DHR reviewed 1 unrelated non-conformance on this batch. Final micro and sterility tests passed. Complaints review a complaint database search on the provided lot number found 5 additional reports related to ampoules breaking irregularly. There are an additional 3 unrelated complaints. Total complaints for this lot number: 9 (related: pc- (B)(4), (B)(4), (B)(4), (B)(4), (B)(4); unrelated: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.